Event description:
Customer reported air bubbles and gaps in the system, specifically in the tandem mobi cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resolving the issue, as large air bubbles and gaps no longer existed after troubleshooting, allowing the customer to resume insulin therapy.